Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device malfunctioned. The patient reported neurosurgeons looked at it, and they were going to remove the device at first, but they were afraid because of some of the patient¿s conditions. The patient clarified that she has cardiac problems that are unrelated to the device. The patient stated her device was wonderful and then all of a sudden it malfunctioned. The patient further stated this happened while she was at the hospital; it happened in front of the doctors and they said there was something wrong. No symptoms or further complications were reported.